Event description:
The facility reported that the resident had been taken out of the tub to dry after a bath. The chair was raised to its highest point to dry the resident's feet. The caregiver was standing in front of the lift and was lowering the lift with the pillar controls. The resident was drying her bottom when she said she felt the chair was tipping. The caregiver heard a snap and the chair feel forward. The arm in front of the resident flew up and back. The resident fell forward, hitting her head. The chair fell on her. The belt had been used, but was removed to allow the resident to dry herself. The resident sustained a laceration to the left side of her forehead.

Manufacturer narrative:
The device was examined by an arjo investigator and no faults were found. Based on the info provided, the MFR has determined the root cause of this incident is user error related to a combination of factors: the bath tub not lowered enough (tub catch). A tub catch may occur when the tub is raised (e.g., in order to speed up the emptying of the tub) and the rim of the tub catches the seat of the hoist from below and tips the hoist over. The operating and product care instructions state that the hoist should always be removed from the tub by at least one foot and lowered immediately. A tub catch can also occur if you lower the hoist down onto the rim of the tub, which in some cases can tilt the hoist over. The resident was dried off with the lift in an elevated position. It is clearly stated in the operating and product care instructions to "always ensure that the alenti is lowered immediately after removing the resident from the bath and that foot care is provided in a lowered position." Improper use of the safety belt. A safety advisory notice (date 06/08/2004) was issued to clearly state the proper way to secure the patient. It states: "the safety belt must be used at all times to make sure the resident remains in an upright position in the middle of the seat." The MFR recommends retraining of operators of this device to the operating and product care instruction and the san.